Manufacturer narrative:
The reporter¿s phone number was not provided. The manufacturing location is currently not available. The device manufacture date is currently not available. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from germany that during an unspecified surgical procedure, it was discovered that the small battery drive device imploded/exploded ¿intraoperatively¿ and smoke came out of the device. According to the reporter, there was no visual damage after the issue. The reporter stated that no piece resulting from the explosion fell into the patient and no fragment(s) were generated. Information was not provided regarding how many people were present in the room at the time of the event. The reporter stated that the smoke exposure only lasted "short". The reporter stated that no smoke inhalation affected the people who were present as they wore protective masks. The reporter stated that there was no symptom or adverse consequence reported by the people. It was reported that a battery device was also involved; however, the device was tested without a malfunction and was still in use. There was a seven minute delay to the surgical procedure. An identical spare device was available to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as may 29, 2012 device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the control unit had a short circuit. It was further observed that the red cable of the control unit part of the outer isolation was melted and the black cable did not have a firm contact and was slightly loose. It was further determined that the control unit was not functioning and was defective. Therefore, the reported condition was confirmed. The assignable root causes were determined to be due to improper maintenance, which is user error/misuse/abuse and strain/wear from normal use and servicing. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.